Event description:
The surgeon performed a revision surgery on (B)(6) 2012. He stated that the pt had been clinically improved for several months after the initial fusion surgery when three ifuse implants were placed on (B)(6) 2011. According to the surgeon, the pain had returned and that the pt, at the point of the revision surgery, was very much the same as before the index operation. The surgeon stated that it was hard to tell if there was a true halo around the implants on a CT scan secondary to metallic artifact (scatter). The pre op x-ray showed a slight edge haloing around the bottom implant and also slightly on the other tow implants. The surgeon saw no indications of any issues on the CT scans. All three implants came out easily. None of the implants appeared to have any bone adhering to any of the surfaces. The surgeon replaced the top and middle ifuse implants with globus 12mm si-lok screws. The fenestration slot in both screws was filled with globus dbm putty. The bottom hole left by the ifuse implant was left unfilled. The surgeon commented that with ifuse revisions, there is very strong/tough layer of sclerotic bone around where the ifuse implants were that enables him to get a very solid bit with the screw threads on the si-lok screws. He does not see this type of bite in pts with no prior ifuse implants.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the root cause is pt developing persistent pain similar to pre-ifuse symptoms.